Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant because it got stuck into the carrier, so it was not possible to use it. The implant was not replaced at the same surgery.